Event description:
Event description: guidant received information that this implantable pacemaker (ipm) exhibited intermittent ventricular loss of capture and poor sensing. The lead was repositioned and reconnected, but the problem remained. The lead was connected to a replacement device. And the new generator functioned appropriately.